Event description:
On (B)(6)/2009, the pt reported that 2 weeks ago, neither the up nor the down button would respond to presses. She stated that the buttons began to function again after 20 minutes. At the time of the report both buttons functioned properly. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.